Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high impedance. The device was explanted and replaced. The patient was in good condition post procedure.